Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, software version: 2.3. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual. Physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The computer was placed in navigation mode. No automatic exits were observed. No errors were received. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer (computer 9735368 zeppelin embedded) was returned to the manufacturer for analysis; however results were not yet available n the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a functional endoscopic sinus surgery (fess) procedure the system exited the software and rebooted itself. The clinical specialist (cs) was able to re-launch the ear, nose & throat (ent) software to continue the case. There was a 3 minute delay. There was no reported impact on patient outcome.